Event description:
It was reported that the left ventricular (lv) lead was exhibiting intermittent loss of capture. Output was increased with consistent capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-53, lead, implanted (B)(6) 2004; d224trk, ICD, implanted (B)(6) 2011. (B)(4).